Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for follow up. It was noted that atrial lead exhibited failure to capture. A x-ray was performed and found that the lead had dislodged. The lead was repositioned on (B)(6) 2021. The patient was stable.